Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Additionally it was reported that the battery gauge was fluctuating resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose was 120-124 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.